Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10 upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00430000913; modular humeral stem 9 mm stem diameter 130 mm; lot# 61467261, item# 00430004621; modular humeral head 21 mm head height 46 mm; lot# 61572051, item# 00430204046; glenoid component pegged 46 mm diameter; lot# 60801282 palacos r+g cement; lot# 71485218. Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04599, 0001822565-2019-04601, 0001822565-2019-04603. Remains implanted.

Event description:
It was reported approximately eight years post-implantation, patient continues to experience pain, severe deltoid atrophy, subluxation with inferior dislocation of the humeral head, and brachial plexus injury. She uses a sling intermittently. Patient informed she may have long-term atrophy and weakness of the proximal muscles due to brachial plexus injury. Attempts to obtain additional information have been made; however, no more is available.